Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty while attempting to advance the right ventricular (rv) lead through the introducer. The physician suspected that the coil had become damaged as a result. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.